Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was selected and advanced to treat the target lesion. Upon inflation at 12 atm, it was noted that a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).